Manufacturer narrative:
B5: update the reported quantity to (3) three large volume folfusors, previously reported as (2) two. H3: manufacturer evaluated device was changed from no to yes. H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual samples received. H10: three (3) actual samples were received for evaluation. The samples contained fluid in their bladders. A visual inspection on the samples via the naked eye was performed which noted fluid inside the housings. A leak test was performed by filling the bladder of each device with green color water. Approximately two hours after the fill, a slow leak was observed coming out at one side of the bladder crimp of each device. The reported condition was verified during evaluation of the actual samples. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from october 03, 2022 - october 04, 2022. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. The photographs were visually inspected which revealed fluid located inside the housings near the bladder crimp areas; which suggested bladder crimp leaks may have occurred. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) two large volume folfusors were leaking from an unspecified location. The leak was further described as, ¿numerous drops of moisture in the hard case's empty space; it's unclear whether this was present before the pumps were filled or if it formed later¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.